Event description:
It was reported that the patient was experiencing diaphragmatic stimulation when he leaned forward from the left ventricular (lv) lead. This was reproduced in the clinical setting. The lv output was reduced on the device and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.